Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned wedge cutter exhibits signs of repeated use. Minor damage to the cut slots was observed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Wear and damage of the instruments due to use occurs overtime and is addressed in package insert instrument/ provisional use, care and sterilization. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a tka, the tbia cutting block jammed and one hole in the cutting block is not useable anymore.

Event description:
It has been reported that during a revision knee arthroplasty, a drill bit became jammed in the cutting block.